Event description:
The account stated that the right head siderail head is not latching at all and not remaining in the up position. The bed is in the shop and not being used.

Manufacturer narrative:
The tech found that the release pin assembly in the siderail center arm was not moving properly. He lubricated the release pin assembly to repair the bed.